Event description:
The hospital reported that the acrobat-I stabilizer z cannot be attached to the retractor system, therefore it cannot perform its function. Another device from the same lot is used and it does work. Patient without damage.

Manufacturer narrative:
Trackwise ID 693613. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The investigation has been starjavascript:resizeflexelement('addtl mfg narrative/corr. Data', 'addtl mfg narrative/corr. Data', false, false)ted since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000231814 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can tighten link arm and housing mount can be locked. 2. Trend analysis: in the last 12 months, 12th sep 2021 to 12th sep 2022, the occurrence rate is approx. (B)(4) for suzhou manufactured om-10000/om-10000z. 3. Device was not received. The video which customer shared was reviewed, the knob was found rotating idling, the reported failure mode can be confirmed, since the device was not received for evaluation, the specific root cause for this failure could not be confirmed. 4. Review complaint historical data, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the knob rotating idling could be acme nut lead in thread broken, for the reason that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. Communication/interviews: communication/interviews were performed to obtain all possible information. H3 other text : device not received.

Event description:
The hospital reported that the acrobat-I stabilizer z fixing of the knob is the one that has a defect, despite being turned, the arm does not respond and is not fixed. The stabilizer can be attached to the retractor system. There is no visible damage to the stabilizer. Another device from the same lot is used and it does work. Patient without damage.

Manufacturer narrative:
Trackwise # (B)(4).